Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision. Possible dislocated hip. Doctor removed stem, head, and liner and replaced with restoration modular cone conical device. Original date of implant approximately 10-12 years ago in (B)(6). Implants not released by hospital. No further information available.